Event description:
The pt is a (B)(6) male who was admitted to the medical center for acute onset of abdominal pain on (B)(6) 2011. The pt was diagnosed with an appendicitis and underwent laparoscopic appendectomy on (B)(6) 2011. During the procedure, one jaw of the laparoscopic bowel grasper dislodged during use inside the pt. The jaw completely separated from the device and was removed from the abdomen by the surgeon at the time of the surgery. The event caused a short delay in the procedure but no known harm to the pt. The grasper had been used several times during the procedure on appendix and bowel tissue before breaking.